Manufacturer narrative:
On 24-may-2023, bwi received additional information regarding the section e details. The physician/reporting party is dr. (B)(6). E1 initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-apr-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that the patient underwent a afib - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and while the sheath was in the patient, there were bubbles in the hemostatic valve. Even when the physician revoked the fluid/blood out of the sheath, bubbles reappeared after flushing the tubing. No medical intervention was required. No neurological symptoms appeared after the procedure was completed. No surgical delays or patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then the irrigation of the side port was performed, and no issues were observed. Device history record was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the investigation. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent a afib - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and while the sheath was in the patient, there were bubbles in the hemostatic valve. Even when the physician revoked the fluid/blood out of the sheath, bubbles reappeared after flushing the tubing. No medical intervention was required. No neurological symptoms appeared after the procedure was completed. No surgical delays or patient consequences were reported. Air flow back into side port is MDR-reportable.